Event description:
Bilateral knee pack contents listed as containing 4 packs of x-ray lap sponges. When pack opened, only 3 packs of x-ray lap sponges present. Issue found and resolved prior to patient entering or. Charge rn and materials aware. No harm to patient. Manufacturer response for x-ray lap sponge, bilateral knee pack (per site reporter) according to report, manufacturer notified.

Event description:
Bilateral knee pack contents listed as containing 4 packs of x-ray lap sponges. When pack opened, only 3 packs of x-ray lap sponges present. Issue found and resolved prior to patient entering or. Charge rn and materials aware. No harm to patient. Manufacturer response for x-ray lap sponge, bilateral knee pack (per site reporter) according to report, manufacturer notified.